Event description:
According to the distributor, pt was hospitalized awaiting a lung transplant. Pt was reportedly placed on inomax at 20 ppm for the treatment of pulmonary hypertension. The unit reportedly had a failure message. The nurse reportedly hand bagged the pt due to a significant decrease in oxygen saturation. Her pulmonary artery pressure was 90/39. The pt reportedly died. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.